Event description:
It was reported that the stent was lost in the vasculature after attempting to cross a calcified, proximal, mid lad lesion. Resistance was felt crossing the lesion in the area of a calcium spicule. Attempts to snare the lost stent, initially in the coronary, were unsuccessful. At this time the delivery catheter was withdrawn to the level of the sheath introducer which resulted in loss of the stent in the periphery. No further attempts were made to retrieve the stent.